Event description:
It was reported that the pt was implanted a durom us acetabular component 50/44 j on the left side on (exact date not reported). The pt was revised on (B)(6) 2007 due to pain. Right (B)(4).

Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 50/44 j on (B)(6) 2007. The patient was revised on (B)(6) 2014 due to pain, elevated metal ions and pseudotumour.

Manufacturer narrative:
This case was reopened on february 08, 2017 to enter additional information which was received on february 03, 2017. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component 50/44 j. The patient was revised due to pain, elevated metal ions, armd and pseudotumour.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained form the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implanted a notification in (B)(4) 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).